Event description:
Event description guidant received information that the patient with this ventricular lead was admitted to the hospital. The local guidant representative found no capture and no sensing in the ventricular lead.